Event description:
A prevena plus wound vac (model #60300ep -- lot #8107892) was placed on the patient. After turning the unit on, it was discovered that the canister portion of the wound vac was damaged and would not seal properly/suction.